Event description:
Event was reported to caldera medical by an attorney. The patient has suffered infection, vaginal pain, urinary problems, bleeding, pelvic pain, incontinence, and painful intercourse. No further information has been provided.